Event description:
Attempting to insert 12fr foley catheter. Difficulty advancing catheter so it was removed. Catheter tip found to be not intact. Urology consulted. Urology scheduled outpatient follow up for cystoscopy to remove foreign body.